Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose reading. Customer stated that after putting the sensor in, it keeps beeping saying that she is 70 mg/dl, but this morning she was 475 mg/dl and right now it is saying she is 63 mg/dl, but the blood glucose level is 365 mg/dl. Customer stated that it happened last night when she ate and treated. Sensor glucose and blood glucose differences are not within an acceptable range. Sensor has been in place since thursday. Customer confirmed blood glucose level with fingerstick. Cal factor is not within range for optimal calibration. Customer will be shipped a replacement sensor. Customer was advised to wait at least 5 hours before removing the sensor. Customer was advised to wait at least 5 hours before removing the sensor. No additional information provided.